Manufacturer narrative:
This event refers to report # (B)(4) received by the FDA.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a procedure on (B)(6), 2006. According to the complainant, the patient experienced leakage, urgency, burning, constant infection, odor, dizziness, and brown discharge post procedure. It was reported that the leakage is more severe than before the initial procedure. The patient also experiences back, hip and vaginal pain. The exact nature and date of onset of each symptom is unknown. All other information, including the patient's current condition, is unknown.